Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose due to a possible leak. When infusion set was check, it looked "frayed" at quick connect. Caller reported that there was the smell of insulin, but connection was not wet. Customer's blood glucose was 439 mg/dl. Infusion set was changed and customer was treated for high blood glucose. Troubleshooting could not be performed as customer was at school and not available with insulin pump.